Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a nephrectomy procedure, the active blade was broken; part fell into patient, but could be removed. No further information is available. Another device was used to complete the case. There were no adverse consequences to the patient. (B)(6).